Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated that they had a trial and it was about 95% successful. Patient stated they had pain for over 4 years and walked away from the trial with no pain at all which was totally amazing. Patient said they had their permanent implant done on (B)(6) and everything went fine with the surgery itself, but they have still had no result with pain relief since then. Patient mentioned that they have been working with a manufacturer representative (rep) about once a week and the representative has advised some things to try but the patient is still not receiving any relief. Agent walked patient through adjusting stimulation. Patient mentioned in groups c they can feel the stimulation in their legs but not in their back. Patient commented their spinal cord stimulator (scs) was for their back and neuropathy in their legs. In group b, patient mentioned they can feel the stimulation and the paresthesia was a bit bothersome and commented they chose this device so they wouldn't feel the stimulation. Patient switched to group a, patient mentioned they doesn't feel the paresthesia and they don't feel standing pain on their right-side lower back. Patient confirmed the stimulation felt comfortable. Agent reviewed with patient to use group a and to monitor. The patient was redirected to their healthcare provider to further address the issue if they weren't getting relief. Patient called back and mentioned they were having their implant removed because it did not relieve any of their pain. Patient had lower back pain and neuropathy on both feet and unfortunately their implant did not successfully relieve any of the pain. Patient had x rays done and there were nothing wrong with the implant and there were no signs or leads moving and no infections either. Patient inquired donating their equipment. Agent reviewed information and to keep their equipment in case of any mris or CT scans before removing the implant. Patient was hard of hearing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.